Event description:
During a ventricular tachycardia procedure, an air leak was noted from the hemostasis valve. While mapping the right side with the introducer, an air leak was noted after advancing the non-abbott ablation catheter. Another introducer was used to continue the case with no consequences to the patient.

Manufacturer narrative:
The results of the investigation concluded that the sheath passed pressure and aspiration leak testing with no anomalies observed. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported leak remains unknown as the event could not be confirmed.